Event description:
During tonsillectomy flames ignited in (B)(6) female mouth. Flames immediately extinguished. Burns inside mouth were not extensive but included inner left check, left side of tongue, and tip of tongue, and one spot on the uvula. Case was completed and pt transferred.